Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in the patient's eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting and angle closure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that was the root cause of the complaint. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the lens was implanted and the surgery went well. That night, the patient was having problems and returned to surgery. The lens was explanted and was exchanged with a shorter lens. The patient is doing well.

Manufacturer narrative:
Pt weight: unk. Event date: unk. Initial reporter: unk. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review. Results: per medical review - according to fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). The medical device was unlikely the cause of the event. Conclusions: based on the complaint history, work order search and medical review, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Claim # 427509 (B)(4).

Event description:
Additional information received - the device was discarded.